Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on patient samples on an advia centaur instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer informed the fse that there were signal errors on the instrument and air in the acid line. After evaluating the instrument and instrument data, the fse replaced the acid valve and verified that there was adequate acid dispense. The fse ran quality controls, which were within range, and patient samples, which resulted with the expected values. The cause of the discordant, falsely low psa results was a malfunction of the acid valve. The instrument is performing according to specifications. No further evaluation of this device is required.